Event description:
The advocate stated that the customer's glucose was tested using 2 breeze2 meters and the readings were 573 and 188 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.